Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump was received with a missing battery cap contact. The pump passed the displacement test, active current test and p-cap locks properly into the reservoir compartment. However, unit received with high sleep current due to moisture damage and failed self-test due to pump error 63. Successfully download history files and traces using thus. Pump error 63 was found during testing. In the pump history pump error 63 ( variable= 15 ) line number = 9926, file number = (B)(4) was found on 07/09/2023 at 15:45:01.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, force sensor and motor. The following were noted during visual inspection: cracked keypad overlay, missing display cover, keypad overlay peeling, scratched case and battery tube threads - cracked. Blank display was not observed during analysis. Blank display not confirmed. Moisture damage confirmed at the electronic assembly, force sensor and motor. Battery cap contact missing confirmed. Pump error 63 (variable = 15) was confirmed due to hardware error. Unexpected battery power loss confirmed due to high sleep current. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a blank display. The customer stated that device was exposed to moisture. No harm requiring medical intervention was reported. Troubleshooting was performed. However, the customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.